Event description:
It was reported that the device would not deploy into the biopsy site. The doctor tried to remove the marker, and the plastic tip sheared off inside the patient's breast tissue.

Manufacturer narrative:
The mam3001 applier (a) was returned sterile in good physical condition and with the marker present. The firing mechanism was tested, and it deployed the collagen plug with the clip as intended. Event described could not be confirmed as the marker was present, and it was deployed without any difficulties.the analysis results showed that the mam3001 devices (b and c) were received sterile and good visual conditional. When tested for functionality, the clear tube appliers became stretched. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred.device b and c additional information:batch # f9h85d;expiration date: 07/2014;manufacturing date: 08/2009;clear tube applier stretched.the analysis results of the mam3001 applier (d) was found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient's breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis.an investigation has been initiated for the tip shearing issues.device d additional information:batch # f9h85d;expiration date: 07/2014;manufacturing date: 08/2009;clear tip sheared at distal tip.the mam3001 analysis results found that the clear tube appliers (e and f) were stretched with a marker present. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred.device e and f additional information:batch # f9h85d;expiration date: 07/2014;manufacturing date: 08/2009;clear tube applier stretched.the analysis results found that the mam3001 device (g) was received with the introducer tube detached and the tip sheared off and with the plunger missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. An investigation has been initiated for the tip shearing issues. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient's breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient's breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis.device g additional information:batch # f9he4p;expiration date: 08/2014;manufacturing date: 09/2009;clear tip sheared at distal tip.